Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information received from a healthcare professional from a clinical study reported pain at the generator site, suboptimal coverage, and minimal lead migration that was not considered significant. Interventions involved repositioning the neurostimulator higher in the pocket and explanting/replacing the lead and repositioning the lead. The event resulted in an unscheduled clinic or office visit. Diagnostics included imaging (x-ray, MRI, CT scan) which identified minimal lead migration that was not considered to be clinically significant per the physician investigator on (B)(6) 2015. Etiology was noted as related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2016. The patient's indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was pain at the generator site.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.